Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02149. It was reported the patient experiences heating at the ipg site that extends to her back while recharging. The patient stated she charges for one hour every week and she feels the heating sensation after about 30 minutes of charging. The patient also reported she would like to be reprogrammed to achieve better stimulation coverage. No further information is available at this time. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to patient related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.